Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the pyxis would not turn on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system would not turn on. A technical support specialist (tss) remotely connected to the station, found it was on, confirmed there were no issues with the device and proceeded to close the case. The system functioned as intended after the technical support specialist investigated the issues of the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the pyxis would not turn on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.